Event description:
Agency rn called to report leaking from medication bag along side of where injection port enters into bag. Rph reports there was another leaking bag the previous week & agency rn reports there may have been even more leaking bags that family member had reported. Unable to confirm. Total number of leaking bags aware of at least 2.